Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-mar-31 reported the only information rep had was what was previously reported. The cause of the premature elective replacement indicator (eri) was unknown. It was noted that the pump was replaced, if that was considered a way to resolve the premature eri. The patient's weight at time of event was unknown. It was noted that the pump was replaced on (B)(6) 2017, and was already returned for analysis. It was noted that this information was confirmed with the healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported no diagnostics were performed related to the premature elective replacement indicator (eri)/end of service (eos). The cause of the reported premature eri/eos was not determined. It was noted that the pump was replaced. The patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving clonidine 255mcg/ml at 82.86mcg/day and morphine 23.1mg/ml at 7.506mg/day via an implanted pump. Indication for use was noted as non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that in (B)(6) of 2016 at a pump refill the pump had an elective replacement indicator (eri) of 13 months. No concentration or dose changes were made. They then discovered that per the event logs that eri occurred on (B)(6) 2016 with an end of service (eos) of (B)(6) 2017. It was noted that the patient was on the surgical schedule to have their pump replaced on (B)(6) 2017. No medical symptoms were reported. No further complications were reported/anticipated.